Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the patient had a lead revision where the health care professional (hcp) revised the lead location by pulling both leads down about a level. The lead revision was because the patient reported that she was getting good coverage in her legs but did not have back coverage. The patient also felt some rib stimulation. The rep said a manufacture rep tried to reprogramming the patient in (B)(6) 2017 for better coverage. The patient reported that she never had relief even for the trial. The hcp said the patient did have relief during trial but she just doesn¿t remember. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient no longer has rib stimulation, but stimulation remains primary in legs. Hd groups also given to the patient in attempt to get back pain relief. No further patient symptoms or complications were reported in this event.